Event description:
It was reported that the lead exhibited an impedance variance ranging from 250-400 ohms in bipolar, and 450-850 ohms in unipolar. Loss of sensing and capture were also noted. Lead degradation was suspected. The lead was capped and replaced.